Event description:
Reportedly, the instrument did not place properly formed staples at the distal end of the sulu after being fired across the colon and its jaws would not close to withdraw the instrument from the trocar. Therefore, the instrument and trocar were removed from the site together and a new trocar and instrument were inserted to complete the case without further incident by transecting the tissue containing the malformed staples. Procedure: colectomy. Pt status: no pt injury reported.